Event description:
It was reported that during an unknown procedure, the account contact informed the sales rep that clips were scissoring. There were no patient consequences. The case has been completed by using the same clip applier. No additonal information was available. Device used in case was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.